Manufacturer narrative:
The device was returned with a partial portion of the implant attached to the pusher, and the other portion of the broken implant coil inside the echelon 10 catheter. A few revolutions of the implant coil distal to the proximal tie knot location were stretched, after which the implant was noted to be broken. The monofilament knot at the proximal implant was intact, with presence of adhesive coverage. The monofilament was holding the implant to the pusher with adequate tension. The distal black pet covering the heater coil had no evidence of thermal damage. The remaining portion of the implant was stuck inside the echelon 10 catheter as received with the distal section hanging exposed. This portion of the implant was covered in effluvia. The proximal broken section of the implant was stretched. The engage stretch resistant thread or gel could not be located. Based on the data gathered from the evaluation, the coil did not detach prematurely as reported since the proximal section of the implant coil with the marker band was still attached to the pusher via the monofilament. The implant coil was broken distal to the proximal tie knot. The root cause is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded the strength specification for the platinum implant coil.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway. The device was used during the same procedure as was reported in MFR. Report# 2032493-2017-00117.

Event description:
It was reported that during treatment of a ruptured aneurysm, an embolization coil detached in the microcatheter. Both segments of the coil were removed together with the microcatheter from the patient. There was no reported patient injury. The patient's current status is reported to be good.